Manufacturer narrative:
(B)(4). Additional information: the reported condition of a false downstream occlusion alarm was confirmed through evaluation. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump experienced a false downstream occlusion alarm. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.